Event description:
Pt had charite artifician disc implanted at l4/l5, x-ray at first follow up visit on found that the disc had migrate anteriotorly. Pt was revised and the charite. Removed and pt has fused. As surgical intervention occurred an MDR is being filed.